Event description:
Information was received indicating that a smiths medical level 1 trauma fast flow system goes into overtemp at power. It was also reported that there was good flow and the printed circuit board (pcb) and number 2 block have been replaced. There was no reported adverse event.

Event description:
Additional information received indicated that the issue occurred during testing and that the device displayed an alarm.